Manufacturer narrative:
(B)(4). The device was not returned and the lot number was unknown; therefore, a device analysis could not be completed. However, a clamp being left open on unused lines is a known cause of air in patient line. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro apd systems patient at-home guide¿ which is shipped with every homechoice device.the guide warns the user to make sure all clamps on unused fluid lines are closed securely when performing peritoneal dialysis (pd) therapy. The guide instructs the user to close all clamps while preparing to load the disposable set. A formal review of the label for the product family will be conducted. Should additional relevant information become available, a follow-up report will be submitted.

Event description:
It was reported that the care giver (cg) saw air in the patient line of the automated peritoneal dialysis (apd) set with cassette which occurred during therapy on the homechoice (hc) device during use. During the troubleshooting, the cg informed the technical service representative (tsr) that the clamp was left open on an unused supply line. The tsr advised the cg that they should only open the clamps on the lines that are being used to do therapy. The tsr advised the cg to start over with new supplies to complete the therapy for the hp. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.